Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 380-400 mg/dl and a correction bolus was delivered to address the bg. The cause of the high bg was not known. During troubleshooting air bubbles were observed in the luer lock. The air was primed out.